Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer inspects the device for any abnormalities before using it. It is possible that the device been used on a patient with foreign material. The customer follow reprocessing steps as per instructions for use. However, the usage of forceps elevator cleaning brush, model maj-1888 is missed during the procedure (not used after each procedure). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to forceps elevator malfunction caused by breakage of the knob wire/forceps elevator wire. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. In addition, the following non-reportable malfunctions were found during the device evaluation: scratches on various parts of the device; k-wire completely cut off; adhesive on bending section rubber detached; connecting tube has a wrinkle; scope cylinder shaved; forceps channel port and connector cover dented; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to cut on k-wire, forceps raising angle does not meet the standard value. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing, the forceps elevator had foreign material. The foreign material was yellowish/brown in color, but it is unknown what the foreign material is. This report is being submitted for the event found during evaluation. There was no patient involvement.